Event description:
It was reported to philips healthcare that the heartstart xl failed to shock during cardioversion. There was no reported impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.